Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on lens. Visual inspection found residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Implanted date 25-aug-2012 should be corrected to (B)(6) 2012. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k #: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a ticm120v4, -15.00/1.00/89 (sphere/cylinder/axis) implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2012. On (B)(6) 2019 the lens was removed due to excessive vault. A replacement lens was implanted on (B)(6) 2019 and the problem was resolved.